Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the staples separated from staple line. The staple line fell apart and the staples no longer attached to the tissue. Staple line had to be reinforced with 20 sutures and extended surgical time. Operative time was extended more than 30 minutes. Staples were malformed.